Manufacturer narrative:
Concomitant medical products: 419678, lead, implanted: (B)(6) 2013; 5076-45, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a cardiac thrombus. The right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.